Event description:
The patient alleged that the animas pump has an intermittent power issue. Reportedly, the subject pump has powered off twice with a replace battery alarm and once without any warning on (B)(6) 2011. This was no patient impact associated with the reported issue. During troubleshooting, the battery cap was noted to fit tightly on the pump with no visibility to the yellow o ring. There was no visible damaged to the battery cap of the animas pump. There was no product misuse. The battery compartment did not have any corrosion. The patient was advised to go on the backup plan as needed. This complaint is being reported due to the alleged intermittent power issue.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: blackbox indicate multiple 'loss of power' events on (B)(6) 2011. There are no unusual activities leading up to the event. No physical damage observed to pump/battery cap. Pump booted to the 'verify' screen. The pump was exercised for 24 hours without interruptions. The pump was opened and no defects were found to the pump battery terminals.

Manufacturer narrative:
After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.